Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was scheduled due to the spiral blade of a patients¿ construct was backing out of the hindfoot arthrodesis nail. The surgeon originally performed an ankle fusion on an unknown date in 2012, on unknown date during a follow up visit the surgeon discovered the spiral blade was backing through the nail; the surgeon discovered the event visually. The surgeon then decided to explant the hardware on (B)(6) 2014. The arthrodesis nail, spiral blade, end cap for the spiral blade, and a 5.0mm locking screw were explanted. The item and lot numbers for the end cap and locking screw are unknown. Hardware was removed and surgery was successfully completed with no reported patient harm. This is report 2 of 4 for complaint (B)(4).